Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged so they could not advance the pentaray catheter and the ablation catheter into the sheath after it had been used for some time. There wasn't any visible damage, but they could no longer use the sheath. When the sheath was replaced, the issue resolved. No patient consequence was reported additional information was received. Unsure what section was damaged. Assuming the valve was broken, no visible damage was seen. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. Therefore, no medical intervention required and the hemodynamics were not compromised. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-aug-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged so they could not advance the pentaray catheter and the ablation catheter into the sheath after it had been used for some time. There wasn't any visible damage, but they could no longer use the sheath. When the sheath was replaced, the issue resolved. No patient consequence was reported. Additional information was received. Unsure what section was damaged. Assuming the valve was broken, no visible damage was seen. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. Therefore, no medical intervention required and the hemodynamics were not compromised. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual, functional test, and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ and ¿obstruction sheath¿ issues. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as the biosense webster¿s inc. Product analysis lab finding of the ¿resistance with sheath¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).